Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation on (B)(6) 2013, the pulse generator exhibited noise. No intervention was reported. The device was electively explanted on (B)(6) 2013 due to unrelated issues. The patient would be monitored.